Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue.

Event description:
A medtronic representative reported that during a spine demo the navigation system became unresponsive on the navigate screen. While troubleshooting, the medtronic representative attempted to exit the software application and restart the software. The medtronic representative reported the system became unresponsive on the black exit screen for about 10 minutes. The medtronic representative then performed a hard shutdown to resolve the issue. There was no patient present when this issue was identified.